Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect various components of the pump, including the cartridge o-ring and pneumatic tap area, and to clean the tap area. Despite assistance from technical support, the customer was unable to successfully load the cartridge onto the pump. Technical support then helped with filling and loading a new cartridge but ultimately referred the customer to an advanced support team for further troubleshooting and arranged for replacement parts.